Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and the complaint handling database was not performed because the part/lot numbers were not reported. The reported patient effects of dissection and embolism is listed in the hi-torque guide wire instructions for use as a known patient effects of coronary stenting procedures. The investigation was unable to determine a conclusive cause for the reported failure to advance, difficult to advance, embolism, dissection, and serious injury / illness/ impairment. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3 - date of event estimated as 5/13/2024 d4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article titled:¿ post-market clinical follow-up evaluation report polymer coronary guide wires".

Event description:
It was reported through the pmcf (post-market clinical follow-up evaluation) report, that the ht all-star guide wire may be related to the adverse patient effects of dissection and embolism [coronary]. The device malfunctions of failure to cross and difficult advancement were also captured in the report. Details are listed in the attached report, titled post-market clinical follow-up evaluation report polymer coronary guide wires. Please see the attached pmcf for specific information.